Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37711, serial# (B)(4), found no anomaly. Analysis of the extension, model 3708360, serial# (B)(4), found no significant anomaly. The lead body was cut through. The product was segmented. Analysis of the lead, model 389033, lot# v004286, found the conductor wires were broken within 10 cm of the connector area. Analysis of the stim plug in the accessory kit, model 3550-29, found no anomaly.

Manufacturer narrative:
Lead model 389033, lot# v000326, implanted:2006-(B)(6), explanted: 2012-(B)(6), extension model 3708360, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2012-(B)(6), adaptor model 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), explanted: 2012-(B)(6), lead model 3487a-33, lot# j0206606v, implanted: 2002-(B)(6), explanted: 2012-(B)(6). (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient underwent exploratory surgery to evaluate his non-functional device system. The extension was found to be broken through the insulation and disconnected at the lead junction. The lead impedance measurements were within normal limits at all voltages. The entire device system was replaced. The patient was better than ever and recovered without sequela.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.